Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested, found to be working as intended, and put back into service.

Event description:
It was reported that the system had a precharge error. This error will prevent the system from booting up. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.